Event description:
Plaintiff reports implantation of the right implant on 11/22/83 with explant on 7/22/91. Plaintiff alleges"...injuries as a result of...implants containing or consisting of silicone,silicone gel, and/or elastomer made of silicone."